Event description:
It was reported; non-union of high sub trock fx nail was not locked distally because the surgeon who implanted the nail modified it. The nail was found to be broken at the hole for the lag screw. Pt was revised.